Manufacturer narrative:
The device was received not deployed. The adhesive pad and bottom housing were inspected, and no damages or defects were found that would contribute to the reported skin condition irritation. A root cause for the irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)   and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a skin irritation causing excessive itching and a rash had occurred on the patient's back. The pod was worn for less than an hour. The patient was prescribed betamethasone cream for treatment.